Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after a diagnostic procedure. It was unknown if fluoroscopy was performed to confirm arteriotomy placement in the common femoral artery. It was stated that there was no resistance on insertion. The foot and needles were deployed without difficulty. The foot was parked and the device was removed. Hemostasis was achieved and the pt was discharged. The pt returned to the physician 10 days later with a hematoma. A vascular surgeon was notified and the pt was taken to surgery for unspecified arterial repair. The surgeon noted that "the suture was not in the femoral artery but appeared to be floating above the iliac artery". The pt was reported to be doing "fine" and was discharged the next day without further adverse sequelae.